Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation and the reported event cannot be confirmed. A process review was completed and no discrepancies were found. The initial investigation completed by the distributor ((B)(4)), attributed the cause of the malfunction to be fatigue loading of the weld and breakage. No further investigation is required. Complaint investigation provided by (B)(4).

Event description:
It was reported during an unknown patient procedure that the impactor broke during normal use. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The customer provided additional information which identified the device manufacturing site and the customer purchase order number. (B)(4)

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.